Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patients ipg was unable to connect following an unrelated surgery. The patient did not set the ipg to surgery mode. Troubleshooting was able to resolve the issue.